Event description:
According to the available information, the doctor opted to not use the 24cm pre-connect. The patient had a proximal measurement of 13cm and a distal measurement of 14cm for a total of 27cm. The patient had a previous implant which was 22cm + 3cm rte. In this case, the doctor made the decision to stay with the 25cm measurement. For this patient, the doctor was concerned the tubing length for the 24cm would have been too long and opted to use 22cm + 3cm rte. The doctor does not like to make extra connections and really did not want to take the chance he would need to trim the tubing on the 24cm pre-connect then re-connect the pump to the cylinders. There were no issues with the case.

Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.